Event description:
It was reported that the dose cord would not plug in properly. The device was also missing part #67-2474-51. During physical inspection, it was found that there was a delaminated downstream occlusion seal. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a delaminated downstream occlusion seal. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the lemo connector. As a result, the lemo connector was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.